Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 3.1 mmol/l. Customer did a set change and no delivery alarm occurred. The customer performed a CT scan. The customer was able to rewind the pump. The device was returned for analysis.